Event description:
It was reported that a large volume infusor leaked. The issue was identified after it was prepared in the mixing center and upon arrival to the chemotherapy room where it was noted the bag which contained the infusor was full of liquid. Upon further inspection, it was noted that the solution was out of the elastomeric pump and ¿liquid leaked through the union of the transparent body and the red-wine colored head¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.